Event description:
It was reported that during prepping the catheter, the nurse was applying negative pressure, bubbles were observed in the syringe and water was leaking out of the distal portion of the catheter. It was also indicated that a small hole was observed in the catheter body. There were no patient complications reported.

Manufacturer narrative:
One atrioseptostomy catheter was received and evaluated. The reported non-conformance was confirmed. The evaluation included a visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality and there was no damage found. Leak testing was performed by immersing the entire catheter body in water while injecting approximately 10cc of air slowly into the inflation lumen. Leakage was observed from the balloon area, the catheter body and the connector assembly. Leakage was observed from the catheter body 9cm proximal of the catheter tip. A closer examination found the leakage to be due to what appeared to be a tubing defect (pinching) in the catheter body. This condition is known as burned shrink and is related to the manufacturing process. An investigation has been opened to determine the root cause and implement any necessary corrective actions.a device history record review was completed and documented that the device met specification upon distribution.